Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having congestion in sinus, cough, light headed, headaches, nose bleed. There was no serious or permanent report of patient harm or injury. The device was returned but not yet evaluated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having congestion in sinus, cough, light headed, headaches, nose bleed. There was no serious or permanent report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found dust and dirt contamination throughout the device. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-31, e-53. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed presence dust and dirt contamination throughout the device.